Event description:
It was reported that the user performed a manual subcutaneous insulin pen injection while the ilet pump displayed dosing stopped but remained connected, and the user later received education to disconnect from the pump for at least 90 minutes after external insulin dosing to avoid unintended dosing overlap. Symptoms included hyperglycemia reaching 401 mg/dl, confusion/ disorientation, and dizziness. Outcomes included serious injury leading to unexpected medical intervention with subcutaneous insulin (pen). Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.